Manufacturer narrative:
Additional manufacturer narrative: review of the manufacturing records verified that the lot met release requirements. The device was not returned. Consequently, a direct product analysis was not possible. All information has been placed on file for use in tracking and trending. (B)(4).

Event description:
The following details were reported to gore: on (B)(6) 2017, this patient underwent endovascular repair of a thoracoabdominal aneurysm and was implanted with five conformable gore® tag® thoracic endoprosthesis and gore® viaban® vbx balloon expandable endoprosthesis. At a later date the doctor observed flow reduction through the gore® viaban® vbx balloon expandable endoprosthesis. On (B)(6) 2017 reintervention took place to re-balloon the gore® viaban® vbx balloon expandable endoprosthesis.

Manufacturer narrative:
Corrected data: event description additional manufacturer narrative: the devices remain in the patient and were not returned.

Event description:
The following was reported to gore: on (B)(6) 2017, the patient underwent endovascular repair for a thoracoabdominal aneurysm and was implanted with five conformable gore® tag® thoracic endoprosthesis and three gore® viaban® vbx balloon expandable endoprosthesis. A sandwich technique was performed wherein gore® viaban® vbx balloon expandable endoprosthesis were placed in the visceral vessels (superior mesenteric artery (msa) (lot #16602400), and the right (lot #16244712) and left renal arteries (lot #unk)). The right renal artery and the sma were sandwiched going upward; and the left renal artery was sandwiched downward. During the procedure the physician determined a type iii gutter endoleak between the right renal artery & sma stents and the ctag devices. Atrium icast¿ stents were placed further proximally, and another ctag was placed to increase the length of overlap between the ctag devices and the visceral stents. The devices were ballooned with a coda® balloon and the procedure concluded. 26 days post implant the doctor reintervened re-ballooning the gore® viaban® vbx balloon expandable endoprosthesis because of flow reduction. It is unknown if the endoleak was resolved.